Event description:
A report was received that patient was experiencing severe pain and difficulty breathing. An x-ray confirmed lead migration. The patient underwent a lead revision and the physician repositioned the leads. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70cm.